Manufacturer narrative:
Catheter was removed and disposed. The limited information does not make it possible to confirm the complaint or determine any potential contributing factors. No actions can be taken at this time. The lot number was not provided; therefore, a device history record review could not be completed.

Event description:
Reporting unstable blood temperature results in the ICU post surgery. It was reported that the blood temperature was not accurate; it was around 36 and was rising as the oral temperature was measured at 36.5. The cardiac output was between 9 to 10 liters and the cardiac index was also not accurate (was not sure of the numbers). There were no patient complications reported.